Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad torn and damaged. The teflon pad was torn at the distal end of the pad. There was material missing as a result. The missing piece was approximately 0.0395" x 0.0290".

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white tip separated from the harmonic ace, and the fragments were immediately removed and checked. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The instrument was in use for 10 minutes when the issue occurred. The surgeon didn't notice any issues with the functionality of the instrument during surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment did not fall inside of the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure prior to the breakage. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon final removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or the instrument after the event occurred. The fragment was retrieved, and it was visually inspected. No additional surgical procedures were required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-operative surgical complications related to retaining a foreign object. The instrument is available for return. There were no images or video recordings available for review.